Event description:
It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed myopotential oversensing exhibited by the implantable cardioverter defibrillator. Programming adjustments were made. The patient was stable.